Manufacturer narrative:
The insulin pump was received with broken off reservoir tube lip and missing reservoir tube lip o-ring. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case at display window and battery tube threads, stained end cap sticker and minor scratched display window. Medtronic

Event description:
The customer's mother reported via phone call that they were hospitalized with high blood glucose. The customer's mother stated that the emergency medical services came and gave treatment for the high blood glucose. The customer's blood glucose was around 340 mg/dl at the time of incident. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother reported that the insulin pump was dropped and the reservoir compartment broke. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.